Event description:
It was reported that the patient had a l-spine MRI done (not sure when) but the scan only went about 5 seconds because the patient complained of pain during the scan. The manufacturer's representative was made aware of this and this reporter believed it occurred a couple months ago. The implant was checked after the incident and everything appeared to be functioning properly. The manufacturer's representative noted they had no knowledge of this incident until the MRI tech told him on (B)(6) (unsure of exact date). See also manufacturer's report # 3004209178-2014-16672.

Manufacturer narrative:
Concomitant: product ID 3889-33, lot# v240730, implanted: 2013-(B)(6), product type lead. Product ID neu_unknown,_product type programmer, physician. (B)(4).